Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. The patient reported that there was poor coupling with recharging. The patient reported that she fell a couple of times since (B)(6) 2017 and noticed the ins was not charging like it should. The patient reported that she had the recharger with her now and was only getting 2 bars and sometimes got more. The patient reported that she slept with the recharger charging her implant. The patient reported that she had an appointment with her pain management healthcare provider (hcp) on (B)(6) 2017. It was confirmed that the external equipment was in good working condition. No further complications were reported.